Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Testing confirmed the instrument passed recognition and engagement checks, demonstrated full range of motion, and operated properly. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had sporadic movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument nor did the instrument move in the intended direction. The timing of instrument movement was appropriate and there was no shakiness and/or friction experienced or observed. There was no injury to the patient as a result of the event. There were no broken cables visible at the instrument wrist.